Manufacturer narrative:
Analysis of the needle lot# n792837 found no evidence of grind process on the undercut side spoon of the cannula. Product analysis #702725933: analysis information -- 10/31/2018 13:53:46 cst pli# 10. Product ID# 3550-43 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and functional testing. Analysis determined that there was a sharp edge on the undercut side of the spoon of the needle.

Event description:
Information was received from a health care professional (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins). During the intra operative period of the trial it was reported that physician attempted to place lead through the needle and when he attempted to pull the lead through the needle to reposition the needle the lead contact became lodged at the tip of the needle so the hcp had to pull both the needle and lead out together and start over with a different needle and lead. Physician pulled the affected lead and needle out together and started over with a new needle and new lead. The issue was resolved at the time of this report. Lead never implanted. No surgical intervention occurred or planned. Patient is alive with no injury. Additional information received from a manufacturer's representative. It was reported that the cause of the lead contact becoming lodged in the tip of the needle was not determined. No further complications reported.

Manufacturer narrative:
H3: analysis of the 3550-43 crvd tip (lot: n792837) revealed that the returned device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Analysis information pli# 10 product ID# 3550-43, lotno:n792837: original documentation in the analysis identified potential for grind issues on the undercut side with partial or no evidence of the grinding process. The additional analysis confirmed that there was evidence of the grinding process from the undercut side of the spoon and lab functional testing showed that using a shallow needle-insertion angle (45° or less) when inserting or withdrawing the lead into or out of the needle, no friction or catching was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.